Event description:
It was reported that the customer had to have emergency treatment on 3 occasions. Customer was treated for a low blood glucose level of 22 mg/dl on (B)(6) 2014. Paramedics were called but she refused to be transported. On (B)(6) 2014, paramedics were called to the house and customer was treated for a low blood glucose level of about 40 mg/dl. On (B)(6) 2015, customer was at the health care professional's office and their blood glucose level was 498 mg/dl. Customer was going into diabetic ketoacidosis. Customer stated that the perceived cause of all the incidents was stress. Customer does not feel there was any malfunction on part of the pump. Customer does not wear sensors. Customer declined troubleshooting. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.